Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: image noise occurred due to damage on the charged coupled device unit, image noise occurred due to a shaved electrical contract video connector, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the control unit had a scratch, the grip had a scratch, the up / down / right / left plate had a scratch, the right / left lever had a scratch, the forceps elevator lever had a scratch, the angulation lever had a scratch, the light guide connector was scratched, the light guide cover glad had a scratch, the video connector / case had a scratch, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the angulation lever did not move smoothly due to wear of the angle wire, and the bending section could not be fixed firmly due to damage on the forceps elevator lever. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex videoscope exhibited image noise (sandstorm). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the flickering light was caused by a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.